Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days after prolapse surgery via the lower approach (cystocele), the surgeon (gynecologist) placed an ethibond thread on the right sacrospinal ligament, fixed with a tacker. After returning home, the patient experienced worsening pain in the lower back, initially on the left side and later radiating to the right. A granuloma developed at the attachment points of the thread from the sacrospinal fixation, requiring surgery in (B)(6) 2019, following two attempts to cut the short thread. The patient also reported vaginal bleeding, dyspareunia, and disabling pain, making it impossible to sit or stand for more than 20 minutes and necessitating the use of a cane. Morphine was used to manage the pain. The pain was located at the sacrum, right buttock, posterior left thigh, lateral left thigh, and left inguinal fold, with symptoms including tingling, crushing sensations, electric shocks, thigh burns, and throbbing. The pain was rated 6/10 with paroxysms. Aggravating factors included pressure on the posterior right thigh, unipedal support, and walking. Relief occurred from lying down and walking for 10 minutes before needing to stop. The patient also experienced dyspareunia with bilateral myofascial syndrome, predominantly on the right, affecting the piriformis, internal obturator, and quadratus lumborum. There was a positive coxal salute and limited internal rotation of the right femur. The patient was on antidepressants (sertraline) and anxiolytics (tranxene) and followed by a psychologist and psychiatrist. The situation significantly impacted the patient's life.